Event description:
It was reported that an ilet user experienced hyperglycemia while using the ilet with a dexcom g7, with blood glucose values up to 322 mg/dl by fingerstick despite an infusion set change, tubing fill, cannula fill, and sensor troubleshooting; the user reported adequate food intake and later acknowledged eating peanuts, and noted multiple sensor errors earlier that were addressed. Symptoms included hyperglycemia and fatigue. Outcomes included continued self-monitoring with agent guidance and no hospitalization. Investigation included coaching to replace the infusion set, confirm proper insertion and fills, conduct fingerstick verification, review of sensor performance, and recommendation for ketone testing. Investigation of this case revealed no device malfunction observed, infusion set and site considered functional after replacement, and sensor errors resolved with standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.